Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead position check failure on the right atrial (ra) lead. Slight impedance changes in trends after the first week of implant and oversensing were also noted on the ra lead. The ra lead was found to be dislodged during follow up. The lead was revised and remains in use. No patient complications have been reported as a result of this event.